Event description:
Information was received from multiple sources including a manufacturer's representative (rep) and a healthcare professional (hcp) regarding a patient receiving bupivacaine and morphine (unknown) at unknown dosages and concentrations via an implantable infusion pump for spinal pain indications. It was reported by the rep that the patient came in today for a pump revision due to the patient flipping and fiddling with the pump and the patient finding the pump uncomfortable in their abdomen. The hcp planned to move the patient's pump from the anterior abdomen to the posterior region. When they opened the pump pocket, they found the catheter completely tangled, kinked, and cut due to being all tangled from the flipping of the pump. A new catheter pump segment was added and connected. It was also reported that the 40ml pump was replaced with a 20ml pump as the pump needed to be smaller in the patients back. The 40ml pump and old catheter pump segment were discarded by the customer. The rep requested guidance on how to best calculate the catheter length, given that catheter volume had already been documented in prior notes. It was explained by tech services that catheter length can be measured and calculated using the method of the provider's choice, as long as it ensures accuracy and maintains consistency with documented volume. The rep verbalized they understood the information provided. No further concerns were reported.

Manufacturer narrative:
Continuation of d10: product ID 8784 serial# (B)(6) implanted: (B)(6) 2025 explanted: (B)(6) 2025 product type catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8784, serial/lot #: (B)(6), ubd: 23-apr-2027, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.